Manufacturer narrative:
Film evaluation summary: analysis of the returned films did not reveal any stent graft characteristics that could explain the observed endoleak. CT¿s prior to implant and CT¿s post-implant showing the reported endoleak were not available for review. Two short (5 second) angiograms revealed that a single valiant stent graft had been implanted in the thoracic. While injecting from within the proximal portion of the device, both images showed contrast blush along the left side of the device near a straight/mid-length section of the stent graft. The reported likely endoleak was confirmed; however, the cause and source of the endoleak could not be determined from the limited films returned which only showed injection from a single viewpoint and single injection location. The endoleak type could not be determined; however, this appears more likely to have been either a type ii or a type iii fabric endoleak. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of an ulcer. It was reported that during follow up imaging done approximately 1 year post the index procedure due to chest pain, that there was overflow of contrast in the descending aorta. During the first images, the contrast tube was placed at the near-end of the stent graft and an overflow of contrast agent was found in the middle part of the stent. Next the contrast tube was placed in the middle deviation of the stent and the contrast agent also overflew in this area. The middle area of the stent graft is the area where the endoleak is suspected. As per the physician the cause of the event cannot be determined. No additional clinical sequela were reported and the patient is being monitored.